Event description:
It was reported that the implant was removed two months post-op. The reporter indicated removal was not due to device malfunction, but was most likely due to poor patient bone quality along with an inappropriate insertion angle at the time of implantation. The procedure was a rotator cuff repair. No further patient information was provided at the time of this report or made available in response to multiple follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but risk management would not release device, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore device history record could not be reviewed. Based on the information provided, the most likely cause of this event was poor patient bone quality along with an inappropriate insertion angle at the time of implantation. Other typical causes for this type of event include preparing a pilot hole that is too small or impacting the implant before the distal implant (laser line) is flush with the surface of the pilot hole. The potential causes of this event are being communicated to the event reporter. If the device is returned for evaluation and additional relevant information is obtained, a follow up report will be submitted.